Manufacturer narrative:
(B)(4). Upon return, the device will undergo detailed analysis to determine root causde.

Manufacturer narrative:
(B)(4).

Event description:
--

Event description:
Boston scientific received information that this patient contacted boston scientific's patient services to report that this device is generating beeping tones. Subsequently, the local representative contacted boston scientific's technical services (ts) to report that this device declared alert#1003 (low voltage alert) and alert (B)(4)(charge time exceeds 45 seconds). Ts discussed the issue and recommended immedicate replacement as therapy may be compromised. The patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and replaced without incident.

Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. The device was returned with a battery status indicator of end-of-life (eol) associated with a monitoring voltage of 2.385 volts. The device was put through a series of automated diagnostic testing that verifies the performance of defibrillation, pacing, sensing and recording functions of the device. The device failed the rv pace shock portion of the test due to low battery voltage. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.